Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the set screw of the pacemaker would not engage to the threaded hole. Upon further trial, the lead was momentarily stuck in the header. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the setscrew could not be engaged was confirmed. Analysis revealed that the atrial setscrew inset was obstructed with septum punchouts. These punchouts occurred due to incorrect insertions of the torque wrench by the user or physician. Once the inset was filled with these punchouts, it hindered the proper tightening and loosening of the setscrew. The silicone punchouts made the wrench slip within the inset, and the abundance of punchouts prevented the wrench from inserting deeply enough to engage the inset adequately, thus affecting the tightening and loosening of the setscrew. Laboratory testing indicated that the setscrew could be fully engaged with a torque wrench and could be tightened and loosened normally when the septum punchouts were removed. No device anomalies were found. The problem is related to the physician's incorrect use of the torque wrench.